Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, the distal end had residual liquid and foreign material was attached to the scope. The foreign material could not be conclusively identified. The instruction manual operation manual state: the instructions for use state: warning the event can be detected and prevented in accordance with the following IFU. The instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
A duodenovideoscope was returned to olympus for annual inspection. During the inspection, the following reportable malfunction was identified: foreign material was found at distal end. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.